Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: an "ezprime" operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the pump history. Review of the total daily dose basal delivery shows pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. Typical usage alarms and warnings were observed in the black box download; no activity related to the complaint was observed. The pump was exercised for 29 hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. No delivery defects were found with the pump; unable to reproduce or confirm the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that his blood glucose (bg) has been elevated over the last 3 weeks. He reports readings consistently in the 300 mg/dl range. He reports no nausea, vomiting, or ketones. He does report stomach aches with high bg's. Pt has changed his infusion sites 3-4 times in the last 2 days. He reports that correction boluses do not bring bg down, but giving correction doses with syringe will bring his bg down. The patient reports no new medications, no other illnesses, no changes in diet or activity. There are possible puberty issues and the patient reports he has been on medication for two years for an enlarged thyroid . Customer technical support (cts) reviewed the pump history and settings with the patient, and found no issues. The patient was advised that pump is delivering as programmed and that he should follow-up with his health care provider hcp for guidance. The patient continues on pump therapy. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.